Event description:
It was reported that the patient was having concerns with respect to her device and she was unable to get those concerns resolved. She had an appointment(s) with her physician and the device was going to be removed. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had their entire implantable neurostimulator (ins) system explanted in (B)(6) 2012 because they could never get it to work for them. It was noted that the stimulation was going to their stomach instead of their back. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3776-45, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type lead. Product ID 3776-45, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type lead. Product ID 37743, lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Manufacturer narrative:
Product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead. (B)(4).